Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was patient made mistake/touch contamination (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. It was reported the patient was recovering from peritonitis. The patient was retrained on proper technique. At the time of this report, the outcome of peritonitis was unknown as a repeat culture had not yet been performed, but the patient's pd effluent was clear. Additional follow up from nurse: on the evening of (B)(6) 2012, the patient went to the emergency room at a different hospital for "cloudy fluid. That night, the patient was given an im injection of an antibiotic and was sent home. The next day, the patient had gone to a different hospital with the same complaints. Treatment for peritonitis included cefepime administered ip.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.